Event description:
The doctor "was using this blade during a bilateral mastopexy augmentation. The patient experienced a 2nd degree burn to the skin. The burn was secondary to a defect in the insulation on the blade."